Manufacturer narrative:
The ICD and lead mentioned in the complaint, were returned for analysis. The ICD first underwent a status interrogation. The device status was mol2, 22 charge processes had been documented. The memory content of the ICD was analyzed. Matching the clinical observation, the check showed a documented shock impedance of >150 ohm since (B)(6) 2015. The analysis showed no other anomalies. The impedance measurement functions of the ICD were tested next. The impedance measurement functions behaved properly during the test. There were no indications of a malfunction. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. In summary, the ICD was extensively analyzed. The analysis of the device data confirmed a shock impedance of >150 ohm. However, a thorough check of the therapy and impedance measurement functions showed proper device behavior.

Event description:
Ous MDR - it was reported that the device and the lead were explanted about 53 months after the implantation because of a rise in the shock impedance(>150 ohm). No deterioration of the patient's state of health was reported. The device and the lead are currently undergoing analysis.